Event description:
It was further reported that in (B)(6) 2011, the subject presented with increasing shortness of breath and fatigue. A 2-d echocardiogram revealed worsening aortic valve area as well critical aortic valve stenosis. The subject was admitted on the same day for aortic valve replacement. The subject was also referred for cardiac catheterization to assess the coronary arteries prior to the aortic valve replacement. The subject was placed on cardiopulmonary bypass and aortic valve was replaced using a 27 mm hancock ii valve. Post replacement of valve, cardiopulmonary bypass was discontinued. Subsequently lv function was significantly declined and episodes of ventricular tachycardia were noted. Hence, the subject was placed back on the cardiopulmonary bypass and aortic valve was re-inspected. The arrhythmia subsided. There was concern regarding questionable emboli down the coronary arteries. Hence, CABG x 2 vessels was elected to perform from svg to distal rca both proximally and distally. Post CABG to rca, attempts to take the subject off the cardiopulmonary bypass were unsuccessful and overall global lv dysfunction persisted. Because of this, again CABG x 2 vessel were elected to perform, svg graft from hood of lad to distal lad and svg to om. Post CABG, re-attempts were made to discontinue the cardiopulmonary bypass which were unsuccessful. The subject continued to have ventricular fibrillation as well as coagulopathy and oxygenation issues and the subject died in operating room.

Event description:
(B)(4). It was reported that post coronary stenting procedure, patient death occurred. In (B)(6) 2010, the patient was referred for cardiac catheterization which revealed a 75% stenosed lesion located in the mid left anterior descending artery. The lesion was 12 mm long with a reference vessel diameter of 2.5 mm and treated with direct placement of a 2.50 x 12mm taxus liberte stent. Following post dilatation, the residual stenosis was 0%. In (B)(6) 2011, the patient was admitted for "v-fib r/t" valvular surgery secondary to valvular disease and hospitalized the same day. Eight days later, the patient died.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).